Event description:
It was reported that the patient heard a lead alert and the left ventricular (lv) lead had high impedance the day after the implant. It was also reported that on x-ray it was confirmed that the lv lead pin did not extend pass the lead block. The pocket was re-opened and the set screw was not tightened as the lead pulled out of the header easily. The lead was replaced in the header and the set screw was tightened down. The lv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.